Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service visit for instrument serial number (B)(4). The cse did not find any issues. The cse ran five repetitions of quality control (qc), (B)(6) again. The results passed and no issues found. The customer declines further follow-up. Siemens is investigating the issue.

Event description:
(B)(6) surface antigen ((B)(6)) confirmatory results were obtained on three patient samples on an advia centaur instrument. The customer ran (B)(6) resulting initially (B)(6) on an alternate advia centaur instrument ((B)(4)). The results were reported to the physician(s), who questioned them. The same samples were repeated, in duplicate, on the alternate advia centaur instrument ((B)(4)), resulting reactive. Confirmatory testing was then performed on this advia centaur instrument, resulting as "confirmed". The original samples were also run on this advia centaur instrument, resulting initially (B)(6). All three patients, from the same draw, tested on different tubes, resulted (B)(6) on this advia centaur instrument. A corrected reported was issued. The physician is now drawing and running hbsagii assay on all dialysis patients. The patient for sample ID (B)(6) expired, but the cause was unrelated to this issue. There are no known reports of patient intervention due to the (B)(6) surface antigen ((B)(6)) confirmatory results.